Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) observed a red call doctor icon on their home monitor. A review in latitude revealed pace impedance measurements of less than 200 ohms over the last few years. The lead remains in service. No adverse patient effects were reported.